Manufacturer narrative:
D9: date returned "20-jun-2024" one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was able to duplicate the customer's reported problem. The investigation determined that the most probable cause for the system fault is error code 112 due to an intermittent motor. The motor was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault. There was no patient involvement.